Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by express care bridgewater, we received a brainlab kit - exigsb # 36 from rep ¿ (B)(4). Lk # 3355552 - shipped on 5/11/17 and returned on 5/31/17. In our normal inspection we found a broken tip in this item - 301010100n - lot wi9141840. There was no comment from rep ¿ we just found it in our normal process inspection.

Manufacturer narrative:
Visual examination of the returned device revealed minor wear and tear. It was noted that the one of the tips on the rotating array, which is used to maintain line-of-sight with navigation camera, was broken. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the tip of the cal navigation handle breaking cannot be determined with the information provided. A potential root cause may be due to general wear over more than 2.5 years of its field usage where the tip may be broken from falling. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.